Event description:
It was reported that during a video laparoscopy procedure the surgeon was having trouble inserting the 5mm scope into the trocar. When the surgeon removed the scope it was noticed that the seal had fallen out of the device and into the patient. The seal was retrieved from the patient. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the sleeve of a (B)(4) was received in good visual condition. Upon testing of the device, a pin gage was inserted and removed through the trocar without any anomalies noted. In order to evaluate the device's internal components the device was disassembled. Upon disassembling of the device, the seal mechanism was found to be in good condition. No broken or missing components were noted. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.